Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation, legal manufacturer¿s investigation and the results of the device history records (DHR) review. New information is reported in d8, g2, h6, and h10. The olympus service center evaluated the device. It failed the following inspection points: electrical safety checks, insertion tube lens guide cover glasses glue and bending section rubber, and distal end cap and wire condition. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to: in culture testing by the user after reprocessing, microorganism: 5cfu/endoscope was detected. When sbc culture tested after reprocessing in accordance with IFU, detected microorganism was lower than the standard value. According to investigation result 1-3, lens glue porous was confirmed from distal end that was reported from the user for microorganism detection. The reported event may have been prevented by following the reprocessing manual: IFU (reprocessing manual) states as follows: 1.4 precautions: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The device was returned to olympus and tested negative for micro-organisms, less than 1 colony forming unit. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus the device tested positive for micro-organisms, burkholderia cepacia: 5 colony forming units, during reprocessing. The customer returned the cleaning, disinfection, & sterilization (cds) checklist and reported no patients were contaminated, routine sampling was performed, aniosyme x3 was used as the pre-cleaning detergent, bedside pre-cleaning practice/manual treatment was performed with albyn medical scope clean, an unspecified detergent was used for cleaning, peracetic acid was used for disinfecting (not glutaralehyde), and the biopsy/air/suction valves are automatically disinfected and sterilized. The automated endoscope reprocessor (aer) model is poka yoke getinge with poka yoke dlc detergent, and poka yoke aperlan a et aperlan b disinfectant. The user facility storage practice for the scopes are the olympus endoscope drying cabinets and the scope maintenance is performed by olympus.